Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of atrial flutter and pacing inhibition of greater than 2 seconds. Additionally, oversensing led to one episode of inappropriate anti-tachycardia pacing (atp) delivery. The patient was noted to be pacemaker dependent. Technical services (ts) suggested getting chest x-ray done. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of atrial flutter and pacing inhibition of greater than 2 seconds. Additionally, oversensing led to one episode of inappropriate anti-tachycardia pacing (atp) delivery. The patient was noted to be pacemaker dependent. Technical services (ts) suggested getting chest x-ray done. The system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the left ventricular (lv) and right ventricular (rv) sensing was reprogrammed to 1.0 mv. No oversensing has been noted since reprogramming. Device is continued to be monitored.